Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced postoperative complication of allergic reaction. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR report the adverse event of allergic reaction. An additional MDR was submitted to report additional ae of wound dehiscence. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6) : on (B)(6) 2015 patient underwent bilateral revision augmentation; ptosis using a vertical incision. 2 pieces of galaflex were used. Concomitant procedure was mastopexy. On (B)(6) 2015 allergic reaction (unknown body location) was reported. Rash, hives, itching. Patient told to stop antibiotic. Patient treated with medication (medrol dose pack 4mg). Resolved without sequelae on unknown date. Review by medical affairs identifies the reported ae is likely related to the device and serious.